Event description:
It was reported that the pump battery could not be charged. Additionally, the customer received a power source alert. There was no reported adverse impact to the customer's blood glucose level. Reportedly the customer continued to use pump for insulin therapy.